Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two (2) used samples were received outside the original package. Upon visual and function evaluation, leaking was detected between the connection of the tubing line and cross spike connector. The root cause was found related to manufacturing. A corrective/preventative action (CAPA) plan will be documented through a formal CAPA. These actions are designed to prevent the re-occurrence of the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that as soon as the product was placed, it was detected that the contents of the bottle were leaking at the spike connection.